Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that two probe crashes were caused by a defective lid on the axsym troponin-I adv reagent pack lot#49238m201. The customer also stated that the reagent bottle lids were hard to open manually, and during instrument operation, the reagent pack failed to open which caused the probe to go through the lid of the axsym troponin-I adv reagent. There was no impact to patient management reported.